Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to receiving inappropriate therapy. It was noted supra ventricular tachycardia (svt) due to atrial fibrillation (af) was recognized as fast ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.